Event description:
When the nurse tried to start a tpn solution by IV pump, using the continu-flo with filter set, she noted that the slide clamp was not attached to the set. The labeling of the box indicates on the notes, section (e) that the set may stop the flow if the tubing is "slide into slot at large end of clamp". The nurse did not hang the tpn bag and notified the pharmacist. The box is labeled with a catalog number 2c5552s. The sales rep was called and notified. The co told rptr that the letter s at the end of the catalog number means that the set contains a safety slide clamp intended to be inserted as a key on the IV pump in order to prevent a free flow when disconnected. This set doesn't have it.